Manufacturer narrative:
The lens was not returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that patient related factors contributed to the event. Patient has history of prior vitrectomy with membrane peel and scarring of the posterior capsule. According to the surgeon, capsular scar contributed to capsular phimosis leading to z-syndrome.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's right eye developed z-syndrome and posterior capsule opacification around a pre-existing capsule scar 4 weeks post-op. Allegedly, the lens had a greater than average posterior vault and the patient reported blurry vision. Lens was explanted approximately 5 weeks post-op and replaced with a monofocal lens. Surgeon's opinion is that the likely cause of the event was "scar on capsule caused extra fibrosis of capsule." Additional information has been requested, but no additional information has been received.